Event description:
The patient is undergoing robotic colectomy, lysis of adhesion when it was time to undock the robot and instruments is being pulled out of the patients adbomen, the md , assistant and scrub noticed that tip of the instrument ( laparoscopic grasper ) is broken. Manufacturer response for laparoscopic grasper, medline (per site reporter). Manufacturer not contacted.